Event description:
It was reported that female resident slid out of bed to floor onto her knees. Resident'd neck became lodged between half nail and mattress. Resident is deceased by positional asphyciation.